Manufacturer narrative:
Suspect medical device: cuff: gtin # (B)(4), upn# (B)(4), batch/lot # 473048014, exp date 11/10/2011. Pump: gtin # (B)(4), upn# (B)(4), batch/lot # 473712008, exp date 11/16/2011. Balloon: gtin # (B)(4), upn# (B)(4), batch/lot # 474394004, exp date 11/21/2011.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter device removed due to recurring incontinence and cuff atrophy. A new aus device was implanted.